Manufacturer narrative:
Additional product code: hwc. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure to repair a humerus shaft fracture on (B)(6) 2017, surgeon attempted to insert the 2.7mm variable angle (va) locking screw into the fifth hole distall on the lateral side of the 2.7mm variable angle locking compression lateral distal humerus plate (va lcp) and torque was generated. Surgeon attempted to again insert the va locking screw utilizing the large handle with quick coupling instrument and the screw broke 3mm below the screw head. Surgeon attempted to remove the broken portion of the screw with pliers but was unsuccessful. The broken portion remains embedded in patient bone. Surgeon stated the patient¿s bone quality was good due to young age and the screw was too thin to grasp. Procedure was extended approximately 5 minutes. Concomitant device reported: large handle with quick coupling (311.431, lot unknown, quantity 1). (B)(4).